Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was images not sending. The manufacturer representative could not click on the images to send it to the picture archiving and communication system (pacs). They system was being used with a bad power outlet at first. They could not perform the spin and after properly shutting it down when it came back on they had a successful spin. When looking at the images on the mobile viewing station (mvs) the next day they were not able to send the images from the mvs to pacs. They could not click on the images. It was reported there was no patient involved. Additional information received indicated that there was no patient impact and a delay of less than one hour. The event occurred during a spine procedure.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. (B)(6): could not perform spin a12: not able to send the images d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000615, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000162, serial/lot #: -, ubd: , UDI#: ; product ID: bi-500-01145, serial/lot #: -, ubd: , UDI#: g02002: uninterrupted power supply (ups), battery g02008: software h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.